Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was analyzed. Visual inspection revealed no outer abnormalities were noted. The sheath was leak tested, and the sheath passed all leak testing. The valves were inspected using microscopy. No significant damage was noted, and no abnormalities were observed. The patient code of thrombosis is considered a known inherent risk of the device and is listed as an adverse event within faradrive IFU.

Event description:
It was reported that blood clots were observed. During withdrawal, after removing the faradrive steerable sheath from the left atrium (la), a blood clot was found occluding the sheath. There was no product performance issue with the sheath. The blood clot was discovered when the farawave catheter was retracted from the la and the clinician attempted to aspirate blood but was unable to do so due to the occlusion. The sheath was then flushed, revealing the presence of a blood clot. The procedure was completed using this device. There were no patient complications other than the blood clot. The sheath was received for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that blood clots were observed. During withdrawal, after removing the faradrive steerable sheath from the left atrium (la), a blood clot was found occluding the sheath. There was no product performance issue with the sheath. The blood clot was discovered when the farawave catheter was retracted from the la and the clinician attempted to aspirate blood but was unable to do so due to the occlusion. The sheath was then flushed, revealing the presence of a blood clot. The procedure was completed using this device. There were no patient complications other than the blood clot. The sheath is expected to return for analysis.

Event description:
It was reported that blood clots were observed. During withdrawal, after removing the faradrive steerable sheath from the left atrium (la), a blood clot was found occluding the sheath. There was no product performance issue with the sheath. The blood clot was discovered when the farawave catheter was retracted from the la and the clinician attempted to aspirate blood but was unable to do so due to the occlusion. The sheath was then flushed, revealing the presence of a blood clot. The procedure was completed using this device. There were no patient complications other than the blood clot. The sheath was received for analysis. It was further reported that the activated clot time (act) was out of range. The faradrive irrigation flow rate was approximately 50 l/h. The irrigation was never interrupted or stopped during the procedure. A tee echo was used to rule out thrombus pre-procedure. No CT imaging was performed pre-procedure. The procedure was carried out under an uninterrupted anticoagulation regimen. No fibrin or coagulation was observed at the tip of the farawave catheter. Similarly, no coagulation was seen at the tip of the faradrive as it was aspirated inside the introducer. No imaging was used to identify the clot. It was presumed that the clot got stuck inside the faradrive sheath. The clot was aspirated and obstructed in the faradrive sheath, and therefore, it was removed from the patient with the clot still inside. No further information is available.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Investigation summary: with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of loss of aspiration and blood in sheath. No issue was detected with the returned device that could have caused or contributed issue seen in the field. It was determined that the thrombosis is a known inherent risk of use of this device. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: upon receipt at boston scientific post market laboratory the faradrive sheath was visually inspected, and no abnormalities were observed. Microscopic inspection of the hemostatic valves did not find any defects that could confirm an existing leak path or contribute to the allegation of this event. Analysis of the returned faradrive sheath did not find any anomaly or confirm an existing leak path that supported the allegation of aspiration loss as described in the complaint summary. The reported event of thrombosis is a known inherent risk of the faradrive device. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the faradrive device confirmed that the event of thrombosis is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Investigation conclusion: based on all the available information boston scientific determined there was no device problem detected. The returned faradrive was analyzed, passed all tests performed and analysis did not reveal any anomaly within the product. The reported event of thrombosis is a known inherent risk of the faradrive device.

Manufacturer narrative:
Additional information in section b5 describe event or problem. Upon receipt at boston scientific post market laboratory the faradrive sheath was visually inspected, and no abnormalities were observed. Microscopic inspection of the hemostatic valves did not find any defects that could confirm an existing leak path or contribute to the allegation of this event. Analysis of the returned faradrive sheath did not find any anomaly or confirm an existing leak path that supported the allegation of aspiration loss as described in the complaint summary. The reported event of thrombosis is a known inherent risk of the faradrive device.

Event description:
It was reported that blood clots were observed. During withdrawal, after removing the faradrive steerable sheath from the left atrium (la), a blood clot was found occluding the sheath. There was no product performance issue with the sheath. The blood clot was discovered when the farawave catheter was retracted from the la and the clinician attempted to aspirate blood but was unable to do so due to the occlusion. The sheath was then flushed, revealing the presence of a blood clot. The procedure was completed using this device. There were no patient complications other than the blood clot. The sheath was received for analysis. It was further reported that the activated clot time (act) was out of range. The faradrive irrigation flow rate was approximately 50 l/h. The irrigation was never interrupted or stopped during the procedure. A tee echo was used to rule out thrombus pre-procedure. No CT imaging was performed pre-procedure. The procedure was carried out under an uninterrupted anticoagulation regimen. No fibrin or coagulation was observed at the tip of the farawave catheter. Similarly, no coagulation was seen at the tip of the faradrive as it was aspirated inside the introducer. No imaging was used to identify the clot. It was presumed that the clot got stuck inside the faradrive sheath. The clot was aspirated and obstructed in the faradrive sheath, and therefore, it was removed from the patient with the clot still inside. No further information is available.